Event description:
During a ptca/stenting treatment procedure, a 0.014" patriot wire was passed through the lesion site. A viva 2.6/20 balloon was passed over the wire and inflated to 6 atm's at the site of the lesion with sub-optimal results. This device was removed and an express2 3.5/24 stent delivery catheter was then passed through the lesion. The stent was noted to be trapped inside the left main coronary artery proximal to the lesion and extending into the lesion site in spite of pulling it back immediately once resistance was felt. The pt began to experience chest pain and st segment depression. The physician immediately decided to introduce a short viva 1.5/20 balloon to pass through the non-deployed, trapped stent in an effort to inflate the viva balloon distal to the trapped stent in an attempt to pull the stent out of the left main coronary artery. The stent became trapped again at the origin of the left common carotid artery, then the balloon was noticed to have moved inside of the stent and was about to slide out of the stent stent , so the physician pushed the viva balloon distally again to reposition it behind the stent and increased its inflation to 8 atm's. The viva balloon ruptured at that time due to contact with the deformed stent's edge and was consequently removed. A viva 2.5/20 balloon was then introduced in the same manner to repeat the same trial and the physician successfully pulled the stent down to the abdominal aortic bifurcation. The 6f introducer sheath was removed and replaced with a long 8fr sheath. A 0.014" patriot 30cm guide wire was manipulated like a snare and introduced inside the catheter, and the stent was successfully trapped and removed. No pt injuries were reported.